Event description:
It was reported that a small volume (B)(4) folfusor leaked fluorouracil from an unknown location. This was observed after the device was filled with an unspecified amount of the drug. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the lot was manufactured from november 13, 2014 to november 14, 2014. The device was received for evaluation with a red, non-baxter luer cap attached. Visual inspection was performed and noted fluid inside of the package that contained the unit due to the non-baxter luer cap being untightened. The device was then filled with colored water, a baxter blue winged luer cap was attached and hand tightened, and the unit was monitored for leakage until the following day. No signs of a leak at the blue winged luer cap were identified. The same test was then performed using the non-baxter luer cap, and again no signs of a leak were identified. Leakage due to a non-conforming product was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.